Event description:
On 03/30/2026, it was reported that dr. (B)(6). Returned the silent nite device because the connectors have broken off.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp- (B)(4)